Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
Zoll laboratory services contacted zoll to report that a patient developed a broken skin irritation under the patch. Patient described the area as red, burning, blistered, and broken skin that is oozing. There was no alleged device malfunction contributing to the irritation. The patient's nurse recommended a burn cream for the skin irritation. Outcome of the irritation is unknown.